Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site passed tracer registration, but it was not accurate enough. The site tried three-point merge but were never able to successfully get an accurate registration. The site reported that the nose and top of the head in the application software were cut off. The procedure was completed without the use of the navigation system and there was no reported patient impact. Surgery was delayed by about ten minutes due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue couldn't be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.